Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy. Troubleshooting was performed and when the patient was standing during posture testing, there was a decrease in the primary sensing vector which could be re-produced. Since the alternate vector did not re-produce the same pattern and had a better response to myopotentials the device was re-programmed from primary to alternate vector. Additionally, the smart charge was increased. At this time, the electrode remains in service. No adverse patient effects were reported.